Event description:
It was reported the pt's ipg was unable to communicate with the programmer and charger. A replacement charger was unable to resolve the issue. An x-ray showed the ipg had not flipped over. The physician replaced the ipg on (B)(6) 2011. It was reported the pt had effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.